Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that the needle was blocked, and oil gel causes equipment blockage. The following information was provided by the initial reporter. The customer stated: the specimen collected by the blood collection tube was normally separated from the serum and entered the instrument for detection. The instrument alarmed that the sample needle was blocked and the reaction cup was blank. Gel oil causes equipment blockage.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes customer reports that the needle was blocked, and oil gel causes equipment blockage. The following information was provided by the initial reporter. The customer stated: the specimen collected by the blood collection tube was normally separated from the serum and entered the instrument for detection. The instrument alarmed that the sample needle was blocked and the reaction cup was blank. -gel oil causes equipment blockage.

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination. No issues were observed relating to oil gel globules as all samples met specifications. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Patient conditions, tube storage/processing conditions, and centrifugation settings can impact quality of serum and presence of gel globules.